Event description:
A customer reported an error 42t mcg with their continuous glucose monitor (cgm). A recorded blood glucose level was 220 mg/dl, which falls within the expected range for this situation. The customer received a replacement pump due to an issue with the original device's ce marking being erased. There was no further outcome information available.